Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. It was reported by the patient that they were having a terrible time trying to get a bolus for quite a while and it was driving them crazy and they need a bolus. Patient stated they were seeing communicator not found and it would not connect. Agent had patient restart the handset and agent reviewed communicator general use. Patient denied falls/trauma and denied communicator being dropped or wet. Patient then saw no pump response. The patient then stated that for a long time, they lag at 90% when connecting to the pump. Agent reviewed information and assisted patient with clearing data on the handset. Patient then connected to the pump and delivered a bolus without any issue. Patient's spouse stated the patient had 1 bolus left today and asked about the reports in the handset.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software, product type: accessory. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.